Event description:
The distributor reported via email that during the surgery, the cannulated 8mm 3 fluted acorn reamer broke on the femoral pin in the knee joint.

Manufacturer narrative:
Additional info will be provided when the investigation is completed.